Event description:
It was reported that this pacemaker was oversensing noise on the right ventricular (rv) channel which resulted in instances of greater than two second pacing inhibition. It was also noted that there was an alert for low r-waves. Technical services (ts) recommended determining the source of the noise. No additional adverse patient effects were reported. This rv lead remains in service.